Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump passed dat test. The pump was received with all buttons responding properly. No frozen display noted. The keypad traces and keypad connector was inspected and no anomalies noted. The pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 500 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis and vomiting. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The customer's parent also reported that the customer insulin pump had a keypad anomaly during his doctor's visit on (B)(6) 2018. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.